Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed multiple episodes of noise and myopotential over-sensing exhibited by the right ventricular lead. Noise was reproduced when the patient coughed. The patient was asymptomatic. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.